Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 14-apr-2023. The most recent information was received on 27-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvis pain") in an adult female patient who had essure inserted (lot no. 628312) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2013 she experienced myalgia ("muscle pain attributed to fibromyalgia") and fibromyalgia ("fibromyalgia"). In 2017 she experienced coccydynia ("a coccyx problem without explanation"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), urinary incontinence ("urinary incontinence"), fatigue ("I feel extreme fatigue"), middle insomnia ("sleep difficulties with frequent awakenings"), oropharyngeal discomfort ("a very significant discomfort in the throat that forces me to swallow constantly and massively"), tremor ("very significant tremors"), balance disorder ("balance disorder"), memory impairment ("memory disorders"), disturbance in attention ("concentration problems"), aphasia ("difficulty finding my words"), diplopia ("a double vision that was supported by prisms"), arthralgia ("joint pain"), back pain ("back pain"), uterine hemorrhage ("fibroids with hemorrhage"), carotid artery stenosis ("right cavernous sinus meningioma with carotid artery stenosis") and reversible cerebral vasoconstriction syndrome ("reversible cerebral vasoconstriction syndrome") and was found to have uterine leiomyoma ("fibroids with hemorrhage") and meningioma ("right cavernous sinus meningioma with carotid artery stenosis"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to urinary incontinence, fatigue, middle insomnia, myalgia, fibromyalgia, pelvic pain, oropharyngeal discomfort, tremor, balance disorder, memory impairment, disturbance in attention, aphasia, diplopia, arthralgia, back pain, coccydynia, uterine leiomyoma, meningioma, reversible cerebral vasoconstriction syndrome, uterine hemorrhage or carotid artery stenosis. The reporter commented: current state of health: continues to deteriorate although there is no explanation. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Lot number:628312, manufacture date:2008-10, expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-apr-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: r2308303) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvis pain") in an adult female patient who had essure inserted (lot no. 628312) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2013 she experienced myalgia ("muscle pain attributed to fibromyalgia") and fibromyalgia ("fibromyalgia"). In 2017 she experienced coccydynia ("a coccyx problem without explanation"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), urinary incontinence ("urinary incontinence"), fatigue ("I feel extreme fatigue"), middle insomnia ("sleep difficulties with frequent awakenings"), oropharyngeal discomfort ("a very significant discomfort in the throat that forces me to swallow constantly and massively"), tremor ("very significant tremors"), balance disorder ("balance disorder"), memory impairment ("memory disorders"), disturbance in attention ("concentration problems"), aphasia ("difficulty finding my words"), diplopia ("a double vision that was supported by prisms"), arthralgia ("joint pain"), back pain ("back pain"), genital haemorrhage ("fibroids with haemorrhage"), carotid artery stenosis ("right cavernous sinus meningioma with carotid artery stenosis") and reversible cerebral vasoconstriction syndrome ("reversible cerebral vasoconstriction syndrome") and was found to have uterine leiomyoma ("fibroids with haemorrhage") and meningioma ("right cavernous sinus meningioma with carotid artery stenosis"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to urinary incontinence, fatigue, middle insomnia, myalgia, fibromyalgia, pelvic pain, oropharyngeal discomfort, tremor, balance disorder, memory impairment, disturbance in attention, aphasia, diplopia, arthralgia, back pain, coccydynia, uterine leiomyoma, meningioma or reversible cerebral vasoconstriction syndrome. The reporter commented: current state of health: continues to deteriorate although there is no explanation. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.